Event description:
It was reported that the customer accidentally jumped into the pool with the insulin pump on and there was water under the lcd screen. The customer's blood glucose was 17.5 mmol/l. Nothing further was reported.